Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films show postoperative spine after decompression. Degenerative disc collapse is noted at l2, l3, l4 and l5. Stenosis is reported. Surgical treatment is of a construct from l2 to s1 with inter body spacers at l3 and l4. Revision becomes necessary due to loosening l3 screw on the left causing foraminal stenosis. Surgery consists of replacement of screw and decompression.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.